Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced aphasia, facial droop, one sided weakness and was diagnosed with a cardioembolic stroke. The patient's inr was subtherapeutic at 1 upon presentation. A CT scan of the head showed thromboembolic stroke. The patient was give a heparin infusion and coumadin. No further information was provided.